Manufacturer narrative:
Initial reporter address: - (B)(6).. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked through the air vent. This occurred when connecting the set to a bag of physiological solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with the administered solution. Visual inspection identified a longitudinal fissure approximately 0.5 cm on the blue air vent. Functional leak and pressure testing confirmed that the device was leaking through the air vent. The cause of the condition was determined to be a design flaw. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.